Event description:
Customer reported a failure code 810:01. Customer did not have information whether incident occurred during patient infusion. No pt injuries and there have been no incident reports filed since the last baxter service event.